Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37761, serial# unknown, product type: recharger. Information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: unknown, ubd: , UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain and failed back surgery syndrome. It was reported that implantable neurostimulator recharger (insr) was not charging, there was a blank screen and loose connector pin. The patient (pt) stated that the ins went dead about a year ago because the recharger connector pin broke off. The pt stated the last time it started right up because she got the desktop charger (dtc) within 3 days. It was noted that on wednesday prior to the notified date, pt woke up because back was hurting. Pt needed to charge , pt had one bar and ins needed to be charged. On thursday, ins would not charge and recharger screen was blank. The pt called manufacturer representative (rep) back and left voicemail and explained what was happening but the rep never called back. The pt stated the recharger itself was totally dead and the screen was dead. The pt called again and the pt was transferred to repair. The pt stated for 3 days now she did not have her device in her back charged because her dtc won't charge up her ins. Information regarding shipment was reviewed and the pt stated it was 6 days and pt did not see that the stimulator was making any difference. The pt reported they woke up because their back was hurting. The pt was sent a replacement dtc. An out of box failure was not reported. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
Analysis of the desktop charger (dtc) (B)(4) found that the cable assembly had a broken connector, the pins had moved to the opposite side of the shell. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.